Manufacturer narrative:
(B)(4). The device reported, list number m190, is an abbott product that is marketed internationally which is the same or similar to a device, list number 51364, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported a balloon burst. The tube was inserted on (B)(6) 2011 and was removed on (B)(6) 2011.

Manufacturer narrative:
(B)(4). A review of the lot history revealed that defects were not present on the samples inspected during manufacture or prior to the release of the product lot. Visual evaluation of the retained samples did not reveal the presence of defects.